Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (blank screen) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned to animas and investigation completed 16-apr-2019 by product analysis with the following findings: on investigation, the display was noted to be blank when the pump was powered on due to a failed component inside the pump.

Manufacturer narrative:
Follow up #1 submission date: 07-mar-2019 animas, llc received additional information from the reporter on 02-mar-2019 indicating there was no complaint against the subject insulin pump involving a display (blank display) issue. Additional information was provided by the reporter and a separate MDR submitted on medwatch report # 2531779-2019-01747. Please consider this complaint involving display (blank display) closed.